Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed in the fluid path due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone13.2. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 310 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for being unsure if insulin was being delivered.